Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. It was reported to arjohuntleigh that while transferring a resident (male) utilizing maxi move passive floor lift from wheelchair to bed, a right leg clip of the sling detached from spreader bar. The resident fell out of the sling hitting his head and hip on the floor. As a consequence of the fall, blood came out of the resident's ear and a bruise was sustained. He was transferred to the first aid and pain medication was given as treatment. When reviewing similar reportable events, we have found a number of cases with similar fault description (sling clip detachment). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. The involved lift and sling were inspected after the incident by arjohuntleigh representative. Both were found in good condition. No malfunction was detected - the lift as well the sling met their specification. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: when the leg clip is not attached and under tension with the weight of the person in the sling from the beginning of the transfer, a drop can be immediate after not being supported by the chair. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. This scenario did not occur in this incident as the resident's transfer was already in progress. There are additional scenarios, which also involve use that is not following the IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. This scenario corresponds to the description of the reported event - the sling clip detachment when the patient was being transferred to the bed. According to the instruction for use for maxi move lift (001.25060, rev. 10): "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." To sum up, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Arjohuntleigh suggests reminding the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling and the lift before transfer. This is to be communicated to the customer. Taking into account the listed above facts, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the sling clip detached during resident transfer resulting in a serious injury. The device met its specification at the time of the incident as no malfunction of the sling, neither lift was detected.

Event description:
It was reported to arjohuntleigh that while transferring a resident (male) utilizing maxi move passive floor lift from wheelchair to bed, a right leg clip of the sling detached from spreader bar. The resident fell out of the sling hitting his head and hip on the floor. As a consequence of the fall, blood came out of the resident's ear and a bruise was sustained. He was transferred to the first aid and pain medication was given as treatment.